Event description:
At 0800 on [redacted date], a patient's baxter IV pump infusing medication stopped suddenly flashing a red "system error" message. The pump at this point in time was unable to continue infusing the medication norepinephrine. The pump was unable to restart and so a new pump had to be emergently started. Due to this malfunction of the pump which stopped infusing the norepinephrine, the patient's blood pressure dropped and the patient became hypotensive. Fortunately, the doctor and medical team were promptly notified, and the patient's blood pressure stabilized once a new pump with the medication was quickly set up to prevent further patient complications. Nurse manager and charge nurse were also made aware of this event. Biomed/clinical engineering have sequestered this device for interrogation.